Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: feb 03, 2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection was performed on the suspect product and found the lens was received cut in half. The lens was cleaned and presented with no further issues. No further evaluation was performed. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The ¿lens cut¿ observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It is reported that a preloaded monofocal lens was explanted due to a refractive surprise. The lens was removed and replaced with an another company iol during a secondary surgical procedure. No injury or intervention was reported and the patient fully recovered. Personal information cannot be provided due to data privacy regulations. No further information was available.

Manufacturer narrative:
Section h3: the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.